Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was monitored for several days. The pump was received with normal operating currents. No unexpected failed battery test was noted. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads, a stained end cap sticker, a stained keypad overlay, a stained address/serial number label and a cracked reservoir tube lip.